Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic prostatectomy- "applied trocar 12x150 was removed from abdomen following a robotic prostatectomy by dr. (B)(6) with dr. (B)(6) as the assistant. Upon examination of the trocar it was discovered that the bottom one inch had broken off and was remaining in the patient. Dr. (B)(6) and dr. (B)(6) then retrieved that piece and both pieces were compared to a sterile applied trocar 12x150 in the package to determine that all the pieces of the trocar were removed from the patient. All pieces were present and the patient's abdomen was closed without any further complications. Lot # is 1268004, exp date: 3-30-19, incident happened on (B)(6) 2016 at (B)(6) operating room, (B)(6) has the product which is contaminated and we would like replacement product." Additional information received on july 15, 2016 - do not know how the fracture occurred. When the case was over and the trocar was removed, they noticed the tip seemed a little jagged. So they compared it to another trocar and realized about 3/4" was missing. They looked into the cavity, found the piece and removed it from the abdomen. The fracture caused particulation. They retrieved the pieces and placed on tip of trocar like a puzzle and it fit appropriately. This was the camera port for the robot camera. Method of insertion: veress needle, then direct insertion with ctf71 cannula and obturator. No patient injury. Only the camera was used. Type of intervention- "all pieces were present and the patient's abdomen was closed without any further complications." Patient status- unknown.

Manufacturer narrative:
The event product was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.